Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: review of the black box data revealed several unexplained power on reset events recorded on (B)(6) 2016. The battery compartment and cap were undamaged and able to fit securely. The battery cap contacts measurements were within specification. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Investigation did not duplicate the ¿intermittent power¿ complaint. The pump cover was removed; no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.